Event description:
On (B)(6) 2018, the subject ICD was implanted with a (sorin) defibrillation lead. Reportedly, during the implantation procedure, no issue occurred with the tightening of the svc port plug and the rv lead. However, the clicking of the screwdriver was not heard during the tightening of the rv coil, but the lead seemed to be properly connected. Then, the screw of the svc plug was loosened and tightened again without problem to confirm the proper functioning of the screwdriver. Normal electrical measurements were reportedly observed and the system remained implanted.

Event description:
On (B)(6) 2018, the subject ICD was implanted with a (sorin) defibrillation lead. Reportedly, during the implantation procedure, no issue occurred with the tightening of the svc port plug and the rv lead. However, the clicking of the screwdriver was not heard during the tightening of the rv coil, but the lead seemed to be properly connected. Then, the screw of the svc plug was loosened and tightened again without problem to confirm the proper functioning of the screwdriver. Normal electrical measurements were reportedly observed and the system remained implanted.

Manufacturer narrative:
(B)(4).